Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for bronchus and esophageal fistula, 2-3 mm in size. The lesion was not dilated prior to stent placement. During the procedure, a guidewire was placed and then the ultraflex stent was then advanced over the guidewire. While attempting to pull the suture to deploy the stent, resistance was met and the stent only deployed 1-2 centimeters; partially deployed. The device was then removed from the patient and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.